Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12 sep 2018. The customer troubleshot the unit with the assistance of philip's technical support. No parts were returned for evaluation. The customer reported that the unit was run for several hours for two consecutive days and no issues were observed. The ventilator was returned to use.

Event description:
It was reported that the ventilator generated a high blower temperature error code. There was no patient harm reported. The event date was not specified; estimate used.